Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device received with power system error noted on formatted history. However, device may have an intermittent non-sleep anomaly. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. Device received with cracked retainer tube lip, scratched case, keypad overlay texture damage and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed power system error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.